Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced while running a loaded set. The pump under infused (vtbi = 25 ml, delivery = 22.461 ml (-10.156%)) and found to be caused by the upper and lower valve travels which were out of specification. The travels require adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate tests (low flow rate: 9.4ml on 10ml test and 182ml on 200ml test) during preventative maintenance in biomed services. There was no patient involvement. No additional information is available.